Event description:
It was reported that while using bd vacutainer® one use holder that the holder separated from the needle of one device. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.